Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump does not get low reservoir. Customer¿s blood glucose level was unknown at the time of incident. Customer also stated that the insulin pump had no delivery alarm and they had to press buttons to try to go back and clear error. Customer also stated that the insulin pump had scratches on screen but they was see the screen and battery life was diminished from when they received the insulin pump. The insulin pump will not be returned for analysis.